Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be open. The c-clamp was found to be open. The external bolster was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. Small remnants of the internal bolster remained attached the outer diameter of the tubing. The returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force. From the information in the event description it appears that the bolster detached prior to insertion into the patient. Therefore, the most probable root cause is handling damage.a review of the device history record (DHR) was performed for lot 14633904 and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14633904.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, during the procedure outside the patient when the physician extended the anchor pocket with the obturator the internal bolster detached from the device. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, during the procedure outside the patient when the physician extended the anchor pocket with the obturator the internal bolster detached from the device. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.